Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump displayed a message instructing the customer to change the cartridge when there was 125 units of insulin remaining in the cartridge. There was no reported adverse impact to customer's blood glucose level. Tandem technical support guided the customer through reloading the cartridge, and the customer was able to successfully resume insulin delivery.